Event description:
Telemetry confirmed a critical alarm was occurring. The pump went into safe state on (B)(6) and the health care provider (hcp) fit the patient into the schedule on (B)(6) and programmed the pump out of safe state. The pump started alarming two hours later and then showed safe state again. The hcp planned to see the patient the day of the report. It was noted that the patient was currently at home and was having "mild increase in spasticity". The pump was used to deliver lioresal.

Event description:
This event was also reported under manufacturer report #3007566237-2012-01119 [it was reported that the pump kept going into safe state and alarming. Per reporter the message read battery needs to be replaced. Healthcare provider (hcp) wanted the pump permanently off. It was indicated that patient had no symptoms. Drug delivered via the device was baclofen, unknown if compounded or lioresal]. Any additional information received will be reported under this manufacturer report # 3004209178-2012-03403.

Manufacturer narrative:
(B)(4). Recall - a small percentage of these pumps may exhibit low battery reset, premature elective replacement indicator (eri), or premature end of service (eos). Additionally, for a small percentage of these pumps, the minimum timeframe of 90 days between eri and eos may be reduced due to this battery issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump had premature battery depletion, and was replaced on (B)(6) 2012. Reporter stated that a safe set reset occurred on (B)(6) 2012, followed by a low battery alarm and another reset on (B)(6) 2012, with eventual pumping stopped. The elective replacement indicator was an additional 23 months, so the battery depletion was reported as premature. Pump was then replaced on (B)(6) 2012. The patient's outcome was reported on (B)(6) 2012 as recovered without sequelae.

Manufacturer narrative:
Catheter, model # 8709, lot # l71598, implanted on: (B)(6) 1999, explanted on: unknown. (B)(4).